Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2013 and a reservoir was connected to a drain. After the reservoir bag was emptied in the hospital room, the nurse found that the drain suction was weaker than usual. The nurse also felt that the backflow valve was not working well. Another like device was used with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.